Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
It was reported that the patient was experiencing severe pain, shocking and burning sensation at the ipg site. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.